Manufacturer narrative:
The insulin pump passed the functional test, including the self test,sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected power loss alarm or blank display noted during testing. Detailed trace analysis confirmed the pump alarmed power loss, low battery and then error alarm was triggered due to connector resistance issues j6. After disconnecting and reconnecting the internal battery connector was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage was within specific range. Device had minor scratched display window, scratched case, missing serial number label and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off without prior alerts. Customer's blood glucose was unknown. Insulin pump would be replaced.